Manufacturer narrative:
Philips service replaced the host pc monoplane revised_ii without hdd and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the host pc failed to power on due to suspected hardware fault on an allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.